Event description:
It was reported that the pulse generator exhibited atrial oversensing which resulted in auto mode switch episodes. No intervention was reported. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.